Manufacturer narrative:
The device was returned to olympus and the customer specified fault was confirmed. When tested, the video connector socket was found to be worn and causing the video connector to become loose easily and the scope image to be intermittently lost. All other tests passed. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported to olympus during an unspecified procedure the image was unstable with their video system center and continued to use the device. It was also reported this only happens when the scope is moved quickly and stated if moved slowly everything is functioning as intended. The procedure was completed using the same equipment. The customer confirmed there was no death, harm or injuries related to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 8 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon was reproduced and the cause of the phenomenon was likely attributed to loose connection of the scope caused by worn-out video connector. It is recommended that the device is passed to the workshop for replacement of worn video connector socket, full inspection and electrical safety test. Olympus will continue to monitor field performance for this device.